Event description:
An endurant ii stent graft system and aptus endoanchors were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The endoanchors were being used for repair of a type ia endoleak. The type ia endoleak did not resolve fully. The physician successfully implanted all the required endoanchors and the endoleak did not fully resolve. Onyx was also used following the anchors. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.